Event description:
Customer reported one false positive result for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing). It is unknown if the patient was symptomatic.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.